Event description:
A hospital representative reported that during vitrectomy surgery, the vitrectomy probe would not cut. Surgery was completed after exchanging the probe for a new one. There was no patient harm. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).